Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4). Complaint escalations, infusion products global customer support operations. Additional comments: technical support noted that recommended (B)(6) to re-flash poc software on the pcu. Additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) had error 162.8010 on pcu8015 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I recommended kal to re-flash poc software on the pcu. (B)(6) will re-flash poc software. If flashing software does not resolve the issue, (B)(6) will replace logic board. He may have to retire the unit because it was end of life and end of support. Logic board is no longer available. Ref: (B)(4).